Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unspecified oversensing. No intervention was performed. The patient condition was stable.

Event description:
New information received noted that the patient reported symptoms of dizziness. The lead was explanted and replaced. The patient was in stable condition.